Event description:
It was reported that the surgeon inserted an icm 125v4 12.5mm implantable collamer lens in 2009, and the lens was oversized. Pigment dispersion was observed. An icl exchange is planned.

Manufacturer narrative:
Lens, vaulting, excessive.